Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 5 minutes and 12 seconds at 08:29 am on (B)(6) 2018 and 1 minute and 45 seconds at 13:14 pm on (B)(6) 2018, which is sufficient time to complete manual replacement of the reagent in each instance; and the station properties were reset at 08:34 am on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 08:34 am on (B)(6) 2018; and modified the state of reagent bottle 5 (ethanol) to <full> at 13:17 pm on (B)(6) 2018. However, the discrepancy between the ethanol concentration measured by hydrometer of 75.8% and that calculated by the instrument software of 99.7% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the first time in the final dehydration step of the "factory 8 hr routine" protocol started in retort b at 16:55 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 08:29 am on (B)(6) 2018 and 08:34 am on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 5. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the instructions detailed in the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received a complaint regarding "underprocessed 219 blocks". On 25 april 2018, a leica applications specialist - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss reviewed the instrument logs and found that the reagent concentration for bottle 5 (ethanol) had been reset to 100% at 08:34 am on (B)(6) 2018. The fss also measured the ethanol concentration in bottles 3- 10 inclusive. The variance between the measured ethanol concentration and that calculated by the instrument software was found to be acceptable with the exception of bottle 5, in which the measured ethanol concentration in bottle 5 was 75.8% and the calculated concentration was 99.7%. The fss documented that the reagent in bottle 5 (ethanol) had been used for the final dehydration step of the eight (8) hour routine protocol started at 16:55 pm on (B)(6) 2018, which comprised 217 cassettes, from which sub-optimal tissue processing had been reported. The fss recommended the following changes before the instrument returned to routine use: fill reagent bottles 1 (formalin) and 2 (formalin) to the maximum fill level; replace the reagent in bottles 3 and 4 (70% ethanol); replace the reagent in bottles 11 (xylene); 12 (xylene); 14 (xylene); and replace the wax in wax bath 3. The fss also instructed that a verification run using non-diagnostic samples should be performed in order to ensure that the quality of tissue processing was satisfactory subsequent to replacing the reagents detailed. On 25 april 2018, leica biosystems (B)(4) received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable. (This information was received by lbs (B)(4) on 27 april 2018). This information was confirmed on 27 april 2018. On 02 may 2018, the fss returned to the laboratory to provide instrument user training to members of the laboratory staff.